Manufacturer narrative:
Reference MFR report number 2937094-2013-00970. The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap proximal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus were also observed on the metal cap. The identified issues would likely activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that during a prostate procedure, three surgical fibers were used. The first fiber was observed to have diminished tissue vaporization at 16,707 joules of use and the second fiber was reported to have an aiming beam failure at 130,000 joules of use. The cap of the third fiber detached at 302,167 joules of use. No additional information was available. There was no report of patient injury. This report is for the first surgical fiber used.